Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they tried to put in the battery and the insulin pump doesn't work.. The customer¿s blood glucose level was 100 mg/dl. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded.. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will not be returned for analysis.